Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 7 bd vacutainer® sst¿ blood collection tubes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the 7 tubes were dirty. Fm in the 7 separators."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink smear and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and ink smear and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#503254 for the foreign matter reported. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for ink smear and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and ink smear and foreign matter was observed. Further investigation has been initiated through CAPA#503254 regarding the foreign matter reported. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, the most likely root cause for the ink smear was determined to be related to a manufacturing issue. CAPA#503254 has been initiated to document further investigation regarding the foreign matter and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that foreign matter was found in 7 bd vacutainer® sst¿ blood collection tubes before use. The following information was provided by the initial reporter, translated from japanese to english: "the 7 tubes were dirty. Fm in the 7 separators."